Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was found to be distorted. The display was replaced to address the issue. Maintenance procedures were completed and the device passed final testing and confirmed to be operating properly. Additional findings not related to the malfunction/issue: the silver sticker around the power button was noted to be missing. The vanity cover assembly was replaced to address the issue.